Event description:
It was reported that the unit powered on without user activation. Further, the unit displayed a p-2 code and the unit could no longer be used. It was further reported that the unit was connected and disconnected several times with no change. It was further reported that a replacement was used and the unit functioned properly.

Manufacturer narrative:
Two units were implicated in the event. Add'l info will be provided once the investigation has been completed.